Manufacturer narrative:
Ac power was not recognized during software downgrading. Power supply was replaced. Unit was checked overall, cleaned, run in tests, alarm tested and confirmed it sounded properly. Check test was performed then no abnormality was confirmed.

Event description:
The manufacturer's international service technician reported that while performing software downgrade on the v60 ventilator, a malfunction of the unit was identified. There was no patient involvement.